Manufacturer narrative:
Journal title: is vessel prep necessary before treating the superficial femoral artery? The journal of cardiovascular surgery 2019 october;60(5):557-66 doi: 10.23736/s0021-9509.19.11037-3. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted providing a review of the most common modalities for vessel preparation in the superficial femoral artery beside plain old balloon angioplasty together with an overview of the current literature of each device in the superficial femoral artery. The author discusses various modalities. Medtronic¿s chocolate pta balloon is references and the author has discussed the chocolate bar study and provided detail that procedural success, defined as residual stenosis =30% and absence of flow-limiting dissection, was seen in 85.1%. In 1.6% a bail out stent was used, and no flow-limiting dissections were seen. Primary patency at 12 months was 64.1% and freedom from target lesion revascularization (tlr) 78.5%. There was a 97% freedom from major amputation and 93% freedom from all-cause mortality. Medtronic¿s directional atherectomy devices (hawkone, silverhawk, and turbohawk) are also referenced. The author discusses the definitive le, definitive ca++, definitive ar medtronic sponsored studies. In addition the author discuses a randomised study which compared directional atherectomy with distal protection and bailout stenting, poba followed by dcb and stenting, and poba with stenting. The author provides detail on this study and reports in the directional atherectomy group, bail-out stenting was performed in 14 patients. The percent diameter stenosis at 6 months was significantly lower in the dcb with stenting group as compared to the poba or directional atherectomy group. Also binary restenosis and late lumen loss (lll) was lower in the dcb group. There is no established or suspected causal relationship between the device(s) and the death events (all-cause mortality) mentioned in the article.